Manufacturer narrative:
All buttons on the insulin pump were found to be functioning properly. However, corroded keypad traces were found. No button error alarm occurred during testing. The device was received with a cracked battery tube thread, cracked belt clip slot, cracked reservoir tube lip, cracked case near display window corners, minor scratches on the display window, and a stained end cap sticker was noted.

Event description:
The customer's parent called and reported the insulin pump alarmed with a button error, after customer went into a pool while wearing the device. Customer's blood glucose was 250 mg/dl. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the device would be replaced and agreed upon that the product would be returned for analysis.